Manufacturer narrative:
Initial reporter is a mitek sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during an acl procedure the device was shedding metal during the first fifteen (15) seconds of use. The procedure was completed successfully, although it was not stated how, with a five (5) minute time delay. The joint had to be cleaned to get out the fragments of metal. Reportedly there was no harm to the patient. This report is for an ultra aggressive plus 4.0mm 5pk. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the surfaces of the inner blade and outer hub were scratched in the lateral direction. To test the functionality of the device, the inner blade was rotated in both directions. From this operation, no notable resistance was detected. Per the IFU, proper irrigation must be maintained while the device is in use. If proper irrigation is not maintained, excessive friction can occur between the inner blade and the outer hub therefore causing metal particulate shedding. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot and product number. A clerical anomaly was observed in the DHR, however no other issues related to manufacturing were encountered during the processing of this finished lot of product. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.